Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the instruments were found faulty upon opening the sterile package and not utilized. They noticed that the jaws were misaligned, so, they set it aside and grabbed a new one. However, upon opening they discovered that the jaws were misaligned as well and set it aside. Accordingly, they opened a third device to complete the case. As reported, there was no patient injury.

Manufacturer narrative:
Additional: (first name, last name, email, phone and fax #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.